Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. A commanded shock was performed at 1.1 joules resulting in shock impedances of 96 ohms in triad configuration. A commanded shock was performed at 41 joules resulting in shock impedances of greater than 125 ohms. The patients device had a subsequent code 1005 which is indicative of an open circuit condition was detected during shock delivery. A successful defibrillation threshold test (dft) was performed at 31 joules resulting in a shock impedance measurement of 106 ohms. A painless shock test was then performed in which a shock impedance measurement of 103 ohms was measured. At this time the physician planned to wait to replace the entire device system. The lead remains in service. No additional adverse patient effects were reported.